Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 31-year-old female patient of unspecified ethnicity. Medical history, drug adverse reaction history, family drug adverse reaction and concomitant medication were not provided. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 25) from cartridge via reusable device (humapen, unknown device), twice daily (morning and night, dose was adjusted according to the condition of blood glucose), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date. On an unknown date after starting insulin lispro protamine suspension 75%/insulin lispro 25% therapy, her blood glucose was not controlled well (fasting blood glucose was around 7,8 and postprandial blood glucose was 10-20, units and reference ranges were not provided), which required hospitalisation. Reportedly, there was a leaking from the needle of the humapen, unknown device (pc 5419697/ lot number unknown). Information regarding corrective treatment, outcome for the event and status of insulin lispro protamine suspension 75%/insulin lispro 25% therapy was not provided. The operator of the humapen, unknown device and his/her training status were not provided. The humapen, unknown device model duration of use and the suspect humapen, unknown device duration of use were not provided. The suspect humapen, unknown device associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer did not provide a relatedness assessment for the event to insulin lispro protamine suspension 75%/insulin lispro 25% therapy or humapen, unknown device. Update 29-dec-2020: this case was determined to be non-valid as there was no identifiable adverse event; however, patient was hospitalized (reason not provided). Both the information received on 24-dec-2020 was processed together. Update 05-jan-2021: this case was initially determined to be non-valid due to no identifiable valid adverse event. Additional information was received on 04-jan-2021 from initial reporter via psp, which contained a valid event. Added serious events of blood glucose increased and its laboratory data; frequency for suspect drug. Updated the suspect drug coding from lispro, unknown to insulin lispro protamine suspension 75%/insulin lispro 25% and concomitant device of humapen, unknown device to suspect. Product complaint was re-processed. Deleted the event of hospitalization as upon follow up the reason of hospitalization was provided. Updated the narrative with new information. Edit 07jan2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 12jan2021: additional information received on 11jan2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the suspect humapen, unknown device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 12jan2021 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that her humapen (unspecified device type) was leaking from the needle. She experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) year-old female patient of unspecified ethnicity. Medical history, drug adverse reaction history, family drug adverse reaction and concomitant medication were not provided. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 25) from cartridge via reusable device (humapen, unknown device), twice daily (morning and night, dose was adjusted according to the condition of blood glucose), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date. On an unknown date after starting insulin lispro protamine suspension 75%/insulin lispro 25% therapy, her blood glucose was not controlled well (fasting blood glucose was around 7,8 and postprandial blood glucose was 10-20, units and reference ranges were not provided), which required hospitalisation. Reportedly, there was a leaking from the needle of the humapen, unknown device (pc 5419697/ lot number unknown). Information regarding corrective treatment, outcome for the event and status of insulin lispro protamine suspension 75%/insulin lispro 25% therapy was not provided. The operator of the humapen, unknown device and his/her training status were not provided. The humapen, unknown device model duration of use and the suspect humapen, unknown device duration of use were not provided. The action taken with the suspect humapen, unknown device and its return were not provided. The reporting consumer did not provide a relatedness assessment for the event to insulin lispro protamine suspension 75%/insulin lispro 25% therapy or humapen, unknown device. Update 29-dec-2020: this case was determined to be non-valid as there was no identifiable adverse event; however, patient was hospitalized (reason not provided). Both the information received on 24-dec-2020 was processed together. Update 05-jan-2021: this case was initially determined to be non-valid due to no identifiable valid adverse event. Additional information was received on 04-jan-2021 from initial reporter via psp, which contained a valid event. Added serious events of blood glucose increased and its laboratory data; frequency for suspect drug. Updated the suspect drug coding from lispro, unknown to insulin lispro protamine suspension 75%/insulin lispro 25% and concomitant device of humapen, unknown device to suspect. Product complaint was re-processed. Deleted the event of hospitalization as upon follow up the reason of hospitalization was provided. Updated the narrative with new information. Edit 07jan2021: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.